Event description:
It was reported to philips that a user was unable to save changes to a report an error was received. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a 'nan' (not a number) value in the xml file generated by dcmimport. Intellispace cardiovascular (iscv) generated an error as it was unable to process this value. As an immediate action, the issue was resolved by editing out the nan value in d:\analysysbox folder. Although no adverse events or patient harm were reported in the associated complaint, this malfunction has been determined to be reportable. Under specific circumstances, it could potentially lead to delayed diagnosis or misdiagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction.